Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed on part # 03.812.003, lot # 8305047: manufacturing location: (B)(4), manufacturing date: 12.jul.2013: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a disc herniation surgery performed on (B)(6) 2017, the applicator inner shaft and the trial implant got stuck after inserting a trial implant. It took long to get them separated and it gave a surgeon stress. They were successfully removed by swinging; however, there was a risk to hurt dura mater while pulling out them. There was no adverse consequence to the patient. There was a surgical prolongation of five (5) minutes reported. Procedure was successfully completed. Concomitant devices reported: t-pal spacer applicator handle (part # 03.812.001, lot # 8305053, quantity 1), t-pal spacer applicator knob (part # 03.812.004, lot # 892967, quantity 1), trial implant (part # unknown, lot # unknown, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed. We have received the following parts for investigation: part 03.812.003 / #lot 3631091 / applicator inner shaft , part 03.812.001 / #lot 3631093 / applicator outer shaft (concomitant device), part 03.812.004 / #lot 3479950 / applicator knob (concomitant device) the returned instruments have only slight signs of wear. A review of the DHR for the mentioned parts was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The instruments met the specifications at the time of manufacturing and distributing. We have forwarded the parts to the responsible pd engineer for further evaluation. After connecting the returned parts with trial implants and peek implants from a demo set it can be stated that the instruments work as intended. Connecting and disconnecting the implants from the applicator could also be done without any problems. The trial implant mentioned in the complaint was not returned. Therefore, no statement regarding the function in combination with the trial implant of the instrument / system can be done. This complaint cannot be replicated. It can be assumed that probably the angle during the removing process of the trial implant was below the recommended degrees between the applicator handle and the sagittal plane. This could lead to the mentioned problems, the delay and this complaint. As no product fault related condition was detected, we determine this complaint as unconfirmed. The instruments work as intended. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.